Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that an expected or random component failure, without any design or manufacturing issue, caused the customer's allegation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1, initial reporter establishment name: (B)(6).

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue was found during service, maintenance. There were no reports of patient involvement.